Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling and customer received battery-related alarms. The customer's blood glucose was 127 mg/dl. The customer was wearing the device in her bra and it may have been exposed to perspiration. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.